Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture-breast was received on november 29, 2023 with lot number 3508612. Based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and crease folding. Device explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03nov2023. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13dec2023.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and crease folding. Device explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and crease folding. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.